Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remaining on the device likely occurred due to not being reprocessed properly per the instructions for use. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed a clogged with foreign material due to insufficient reprocessing. The evaluation uncovered a crack on the light guide lens and the distal sheath. Additionally, the bending section cover was defective due to tear and marks. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera ii ultrasound gastrovideoscope switch box broke. Upon inspection and testing of the returned device, it was observed that the forceps and instrument channel mechanism was defective. There were foreign material on the groove and gap of the distal end due to insufficient cleaning. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is submitted to provided corrected and updated fields. . Correction: b5 (this device was not a customer owned device, it was an olympus asset) this report will be supplemented if additional information is provided.

Event description:
The customer returned an olympus asset to the service center for evaluation. During the initial inspection and testing of the returned device, the service center found a cracked switch box. Further inspection was performed and the forceps and instrument channel mechanism was found to be defective. There was foreign material on the groove and there was a gap of the distal end due to insufficient cleaning.